Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the insulin gauge was inaccurate. Additionally, the pump battery was observed to be depleting quickly. No reported adverse impact to the customer's blood glucose. The customer declined to provided further information and declined troubleshooting with tandem technical support.